Event description:
Same case as 2134265-2009-01966. Clinical study. It was reported that 271 days after a coronary artery stenting procedure the pt experienced restenosis and 6 days after required a target vessel re-intervention (tvr). Lesion 1 was 3.66mm, 90% stenosed, 43.1mm long portion of the proximal right coronary artery (rca). The physician treated the lesion with predilation using a 3.0x12mm balloon at 6 atmospheres (atm), and implanted a 3.5x20mm taxus express2 stent at 12 atms. Post-dilatation was performed with the taxus stent delivery system (sds) balloon at 12 atms. Intravascular ultrasound (ivus) was performed, and it was confirmed that the taxus stent was implanted properly. Residual stenosis became 25% and timi flow was 3. Lesion 2 was 3.19mm, 99% stenosed, 43.1mm long portion of the mid right coronary artery (rca). The physician treated the lesion with predilation using a 2.5x12mm balloon at 6 atms, and implanted a 3.5x16mm stent at 12 atms. Post-dilatation was performed wth the implanted taxus sds balloon at 12 atms. Ivus was performed and it was confirmed that the taxus stent was implanted properly. Residual stenosis became 25% and timi flow was 3. The pt was discharged 10 days later on byaspirin and panaldine. About 271 days after the procedure, in stent restenosis was confirmed in the rca. A re-intervention was performed 6 days later. Following the re-intervention of the mid rca, ballooning with an unk balloon was performed. A non-bsc stent was successfully implanted. Residual stenosis became 0% and timi flow was 3. Pt's condition listed as "became better".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.